Event description:
1st event on patient: g [gastric] tube note: consulted for multiple g-tube dislodgement since being admitted. Balloon to tube that was present when patient presented to the ed was ruptured. Staff then replaced it twice overnight. The device dislodged with the balloon intact overnight. 2nd event on same patient. Mom of patient called out due to mic-key g-tube becoming dislodged from patient. This rn previously replaced mic-key g-tube due to balloon insert becoming ripped and dislodging. Previous replacement without issue, this rn instilled 3 ml sterile water into balloon at that time. When this rn to room, mic-key dislodged and upon assessment, with roughly 1 ml of sterile water in balloon. This rn tested balloon and balloon with no obvious malformations. Mom expressed frustration at g-tube repeatedly becoming dislodged. New mic-key g-tube to be ordered, 12 fr foley placed to prevent closure of g-tube site. Manufacturer response for g-tube, (brand not provided) (per site reporter). Awaiting response.